Event description:
A high blood glucose event occurred, and the customer was hospitalized as a result. The highest recorded blood glucose level was over 33.3 mmol/l, and high ketones were present, identified by healthcare professionals as dangerous. The customer received intravenous fluids of saline and insulin which resolved the issue. There was no permanent damage sustained. A full pump system check was performed, and no issues were found with the insulin pump, cartridge or infusion set supplies; the pump was functioning properly. The customer has not been released from the hospital and declined follow-up.